Manufacturer narrative:
Concomitant medical products: 5071-53 lead, (B)(6) 2015. Dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent ventricular noise oversensing observed on device recorded atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.